Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up after having inappropriate shocks. Upon imaging, it was discovered that both the right atrial and right ventricular leads had dislodged. Other than the shock from the right ventricular lead, the dislodgements did not cause any electrical anomalies. The leads were removed and replaced. The patient was in good condition post procedure.